Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, constant bladder infections, and plaintiff has to catheterize herself daily. No further info has been provided.